Event description:
On an unk date, the physician attempted to remove a polyp from the pt's sigmoid colon using the isnare device, which incorporates an injection needle and a cautery snare. After the successful injection of saline into the base of a large polyp, the snare wire on the isnare device appeared to unravel, and the wire loop fell off, as the snare was being deployed inside the pt. No cautery was applied. The isnare device was then removed from the endoscope, and a forceps was successfully used to retrieve and remove the wire loop. A standard snare was then used to successfully transect the polyp. No pt injury occurred.